Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The srt tried to set the flow to perform calibration, but the epgs was reading high liters per min (l/min). The epgs flow knob was manually turned to 0 but the central control monitor (ccm) still read that the knob was at 2.61. Then a clicking noise was heard which is the flow knob trying to reach to 0 l/min. The epgs did fail calibration for the o2 analyzer calibration failure. There was also an encounter with the o2 sensor accuracy testing failure and flow rate testing failure. The o2 sensor was replaced to address the o2 sensor accuracy testing failure, and the flowmeter was replaced to address the calibration failure and flow rate failure. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4)/ MFR #1828100-2019-00574.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) was out of range for the oxygen (o2) sensor accuracy testing. There was no patient involvement.